Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine [400 mcg/ml] at a dose of 146.64 mcg/day and morphine [10 mg/ml] at a dose of 3.666 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). The motor stall was active at the time of the report. It was noted that the patient was going into withdrawals. The date of the event was (B)(6) 2017. No further complications were reported or anticipated.